Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 308 mg/dl and insulin injections were administered to address bg. Pump system check found an air gap in the tubing. Customer primed out the air gap.